Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. Log file analysis revealed a slightly increase in power consumption and estimated flow starting on 03-dec-2020 to parameters above normal operating range. Twenty (20) suction alarms were logged since 27-nov-2020 and one (1) low flow alarm was logged on 14-nov-2020. Additional information received indicated that the patient was admitted due to a suspected left renal infarction, hypertension, pain, embolism, and suspected thrombus. A computerized tomography (CT) scan was performed and the patient was treated with anticoagulants and heparin infusion. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the suction and low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed and/or patient related factors. Based on historical review of similar high power events, the most likely root cause of the high power event may be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus, embolism, renal dysfunction, and hypertension are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the vad exhibited suction alarms and one low flow alarm which were likely due to the patient's condition of preload related to factors like fluid intake.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered from left back pain. A computerized tomography (CT) scan was performed, and the patient was admitted due to a suspected left renal infarction. Waveforms on the monitor showed a waveform with a large amplitude like hypertension, and the measured value of blood pressure was as high as 108/77 mmhg. The trend graph on autologs showed a larger amplitude than when the patient started to feel back pain, so it is presumed that the change in amplitude reflects the increase in blood pressure due to pain. It was further reported that the patient was having embolism due to thrombus in the ventricular assist device (vad). The patient was treated anticoagulant treatments with additional heparin infusion. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Log file analysis revealed 20 suction alarms logged since (B)(6) 2020. Additional information received indicated that the patient was admitted due to a suspected left renal infarction, hypertension, pain, embolism, and suspected thrombus. A computerized tomography (CT) scan was performed and the patient was treated with anticoagulants and heparin infusion. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, thrombus, renal dysfunction, and hypertension are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of suction events, high blood pressure, and infarction sites. Based on the risk documentation, possible causes of the suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.